Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device has reached elective replacement indicator prematurely. An asymptomatic patient presented for a routine device check. The device could not be interrogated and failed telemetry tests. The last device transmission was (B)(6) 2017. The time remaining was 3.2 years. The device has been replaced. The patient was stable post-procedure.